Manufacturer narrative:
Log file analysis revealed multiple premature switching events for (B)(4). These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. However, the consistency of these switching events at high relative state of charge without a change in power sources, is the pattern in question. A controller power up/motor start event was logged on (B)(6) 2015. The data point before the loss of power indicated power source 1 ((B)(4)) was at 28% rsoc. Given that the next data point shows a controller ac adapter connected to power port 1. The most likely root cause of the loss of power can be attributed to an accidental disconnection of both power sources during a power source exchange. Four batteries and one controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed multiple premature switching events for (B)(4). An observation was noted during log analysis, which revealed a controller power up/mot start event, most likely due to a double disconnection of both power sources analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The premature switching events were most likely caused by a communication error between the controller and batteries. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Batttery / (B)(4) returned on 09/23/2015 : (B)(4). Method: actual device evaluated; interoperability evaluation; analysis of data log(s). Results: no failure detected. Conclusion: no failure detected, device operated within specification. Battery / (B)(4) returned on 09/23/2015 : (B)(4). Method: actual device evaluated; interoperability evaluation; analysis of data log(s). Results: interoperability problem. Conclusion: design deficiency. This is one of three reports (3007042319-2015-02383, 3007042319-2015-02384 and 3007042319-2015-02385) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The following devices have been returned to the manufacturer on 09/23/2015. It is currently unknown which of these batteries were involved in the event. These devices will be analyzed and reported as required: (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is three of three reports (3007042319-2015-02383, 3007042319-2015-02384 and 3007042319-2015-02385) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the patient's power sources changed from one to the other earlier than expected. The patient reported hearing beeps during the events. The controller and four batteries were exchanged. The patient reported feeling light headed while the controller beeped and during the controller exchange. Log files were sent. Investigation is ongoing. This is report 3 of 3.